Event description:
Plaintiff was implanted with an ams monarc sling on or about (B)(6) 2006, to treat pelvic organ prolapse and/or urinary incontinence. The plaintiff's attorney alleges that the plaintiff began "experiencing pain, infections, urinary problems and bowel problems sometime after implant." It was also alleged that the plaintiff returned to her physicians several times due to complications and problems attributed to the mesh product. It was reported that the plaintiff "suffered, and continue to suffer, serious bodily injury and harm," and "continues to receive medical treatment and is anticipated to undergo further medical treatment."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.